Event description:
Cleaning brush, forceps elevator, guide wire, and catheter were unable to be passed through due to clogged foreign material in the biopsy channel.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b5, h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera iii duodenovideoscope, stent in scope. The issue occurred during an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following: brush passage had no pass due to the foreign material inside the channel; forceps passage had no pass; guide wire tension had no pass; catheter had no pass; angulation was out of standard; control knob movement had a play; distal end plastic cover had dents/scratches; objective lens had a worn glue; light guide lens had chips and worn glue; bending section cover or distal sheath had crack/white glue; and insertion tube had scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.